Event description:
It was reported that during the implant attempt, it was noted that there was a hair in the sterilized package of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, it was noted that there was a hair in the sterilized package of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in package. The seal was completed intact and there was hair inside package.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.